Event description:
The customer's wife called to report that the customer was experiencing low blood glucose levels, and was semi conscious. The wife wanted to know how to put the insulin pump in suspend mode. The wife stated that the customer's blood glucose levels were dropping fast, and she wanted to know how much glucagon to give him. Advised the caller that we cannot give medical advice, but that we'd be to call the paramedics for her. The wife declined, and stated that she would call the paramedics herself. The wife later called to report that the customer was doing better. The wife stated that they treated him with a glucagon injection and glucose tabs, which raised the customer's blood glucose to 337 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.